Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6935m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that device interrogation shows ventricular tachycardia (vt) non sustained high rate with what looks like noise. Pocket manipulations and maneuvers were done to try to reproduce any noise on her device without success. It was also reported there may have been blood in the header block of the device. The device and lead remain in use. No patient complications have been reported as a result of this event.